Event description:
Reference user facility number: (B)(4).

Manufacturer narrative:
Catheter is a diagnostic ep catheter used in mapping. It is not and cannot be connected to the ablation system. (Cable connections and pin outs do not match known ablation cables on market). It does not deliver therapy. It is a passive device. There is no way to test it while connected to an ablation generator because no connection exist to connect it. There is no way to replicate the circumstances where the catheter delivers ablation energy because they do not exist.